Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I hs troponin and alinity I total b-hcg results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6) alinity I hs troponin results provided (<5.10 / 844.20) sid (B)(6) alinity I total b-hcg results provided (<2.30 / 525.94) prior to these results, the customer stated that they were getting error messages indicating pre-trigger levels were low, as well as ¿exception / reading¿ errors, and ¿unable to calculate result¿ errors. No impact to patient management was reported.

Manufacturer narrative:
The customer loaded a new bottle of trigger and pre-trigger and restarted the instrument; the customer indicated the trigger and pre-trigger solution bottles were empty. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed one other complaint opened to address falsely elevated patient results. There have no additional complaints related to false elevated results since 12jul2024. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely depressed alinity I hs troponin and alinity I total b-hcg results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6) alinity I hs troponin results provided (<5.10 / 844.20). Sid (B)(6) alinity I total b-hcg results provided (<2.30 / 525.94). Prior to these results, the customer stated that they were getting error messages indicating pre-trigger levels were low, as well as ¿exception / reading¿ errors, and ¿unable to calculate result¿ errors. No impact to patient management was reported.